Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received more IV fluid than intended. The tubing set was being used to deliver 0.9% sodium chloride at a rate of 100ml/hr. The cair clamp was used to regulate the flow rate. After an unspecified length of time in use, it was reported that "the rate was difficult to regulate with the roller clamp. Without any rolled clamp manipulation or change in the initial rate, the pt received a volume of 250ml of sodium chloride within 20 minutes." The customer contact reported the flow rate was readjusted using the cair clamp and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.